Event description:
It was reported that on (B)(6) 2021, there was a sentinel event caused by an alleged free flow pump issue with an unspecified infusion, and the patient died. It was then clarified by the customer that the patient death was not caused by a free flow event. It was later reported that there was allegedly a device malfunction event with this patient which occurred on (B)(6) 2021. The pcu and large volume pump "locked up, flashed black and white, and then proceeded to flash red and the entire system shut down." The healthcare staff changed out the pcu and pump module set up and the unspecified infusions were continued afterwards. Approximately 36 hours later on (B)(6) 2021, the nurse intentionally opened the door of the pump module that was infusing and intentionally took the tubing set out of the pump module to give a calculated, rapid bolus of an unspecified infusion to the patient in order to counteract the patient¿s high blood pressure. The customer alleged that no device malfunction occurred at this time, and reported that the patient died a few days later on an unspecified date due to septicemia. Although requested, it is unknown by bd if an autopsy was performed. The customer declined to return products to bd for investigation and requested assistance with a log review due to "incorrect sequencing," however did not provide logs to bd. Although requested, further information was not provided.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, age or date of birth, sex, weight, ethnicity, and race were not provided. Customer requested log review assistance but has not provided logs, although requested.

Event description:
It was reported that on (B)(6) 2021, there was a sentinel event caused by an alleged free flow pump issue with an unspecified infusion, and the patient died. It was then clarified by the customer that the patient death was not caused by a free flow event. It was later reported that there was allegedly a device malfunction event with this patient which occurred on (B)(6) 2021. The pcu and large volume pump "locked up, flashed black and white, and then proceeded to flash red and the entire system shut down." The healthcare staff changed out the pcu and pump module set up and the unspecified infusions were continued afterwards. Approximately 36 hours later on (B)(6) 2021, the nurse intentionally opened the door of the pump module that was infusing and intentionally took the tubing set out of the pump module to give a calculated, rapid bolus of an unspecified infusion to the patient in order to counteract the patient¿s high blood pressure. The customer alleged that no device malfunction occurred at this time, and reported that the patient died a few days later on an unspecified date due to septicemia. Although requested, it is unknown by bd if an autopsy was performed. The customer declined to return products to bd for investigation and requested assistance with a log review due to "incorrect sequencing," however did not provide logs to bd. Although requested, further information was not provided.